Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This report is being filed to correct the following field from the previous report. Describe event or problem

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited noise on the shock channel, increased threshold measurements and low r-wave measurements. Inappropriate anti-tachycardia pacing (atp) therapy was also delivered for a 1:1 rhythm. It was reported that the patient underwent a supraventricular tachycardia (svt) ablation 4 months prior. The patient reported that the lead was visualized to be in the tricuspid valve through echocardiogram, however, the physician was not aware of this observation. Boston scientific technical services (ts) discussed troubleshooting options. It was reported that the patient was scheduled for follow up at an unknown facility on an unknown date. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited noise on the shock channel, increased threshold measurements and low r-wave measurements. Inappropriate anti-tachycardia pacing (atp) therapy was also delivered for a 1:1 rhythm. It was reported that the patient underwent a supraventricular tachycardia (svt) ablation 4 months prior. Review of the lead under echocardiogram, noted the lead was in the tricuspid valve. Boston scientific technical services (ts) discussed troubleshooting options. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.